Event description:
Customer called to report the insulin pump alarmed for button error during the bolus process. Blood glucose reading was 65 mg/dl. The customer treated with food and the blood glucose reading went up to 100 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump has cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.